Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a fan failure and battery maintenance slot #2 failure. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated sections - b4, d8, d9, e3, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit gave the warning, "fan failure detected". The fse replaced the power management board (0670-00-1162) after determining that it was faulty. The unit was checked and delivered to the customer in working condition.